Event description:
Increased intraocular pressure (intraocular pressure increased). A physician reported that 8 pts developed increased intraocular pressure with the use of healon 5 (hyaluronate sodium) during cataract surgery. This is the report of the seventh pt. In 2001, a pt underwent cataract surgery on the left eye. During the surgery, the pt experienced a capsular tear and developed a postoperative intraocular pressure of 52 mmhg. One day after surgery, a paracentesis was performed and the pt was treated with cosopt to further reduce the intraocular pressure. Four days postoperatively, the intraocular pressure was 14 mmhg. No further info was provided. See also healon 5 report #2002088624us, 2002088640us, 2002088658us, 2002088662us, 2002088669us, 2002088696us and 2002088706us for similar reports by the same source. Case comment: increased intraocular pressure is a listed event. The most common cause of this event is inadequate removal of the viscoelastic material used during cataract surgery.